Event description:
A pt underwent a pump pocket revision. It was noted that therapy was good at the time of the implant procedure. No further info was provided at time of the report. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).